Event description:
There was a communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of pt injury or death.

Manufacturer narrative:
Ge rep evaluated the system and reseated circuit boards and connectors and reformatted the hard drive and reloaded software. The system operates as intended.